Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres until reaching 6 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications as result of this event.